Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that ventricular tachycardia (vt) treatment by the cardiac resynchronization therapy defibrillator (crt-d) was not always effective. It was noted that the patient had been using drugs and alcohol in excessive quantities. No reprogramming was deemed necessary by the physician. The crt-d remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.